Event description:
#Medwatcher #(B)(4). I started having lower pelvic pain and bleeding. My periods are heavier. I have muscle aches, headaches, and hot and cold flashes, mood swings. I have went in for testing I show that I have an auto immune disease hight ana, but they can't tell me what it is because I don't fit into any category. My insurance at the time covered the procedure.